Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system would not start up. A philips field service engineer (fse) went onsite and confirmed that the hard disk was damaged and the fault in the host pc prevents the system from starting. To resolve the issue, the fse replaced the host pc, the hard disk, and restored the software. Following these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc and the hard disk. The device was returned to expected functionality.